Event description:
Date of implant: 2004, it was reported that a setscrew backed out of a mas in a t3-l2 construct. It is unknown at this time if a revision surgery has been performed. No patient complications were reported.

Manufacturer narrative:
Device has not been explanted and/or returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.